Event description:
It was reported that during a device change, once the left ventricular lead was connected to the device, the impedance was out of range, and there was no stimulation. The lead was hooked up to the analyzer and had normal measurements. The lead was also checked under fluoroscopy and verified that it had not moved. The lead was again connected to the device and again the impedance was out of range and there was no stimulation. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.